Manufacturer narrative:
Product event summary: the device was returned and analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2005, the 694965 lead, implanted: (B)(6) 2005, and 5076-52 lead implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient's device reached early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.